Event description:
It was reported that, "during the bha, the surgeon could not properly lock the locking ring with the centrax. Because, there was a gap between the ring and the shell. Therefore, he used another centrax instead of it."

Manufacturer narrative:
If additional info becomes available, the eval summary will be submitted in a supplemental report.